Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient noticed migration with the battery part of the system going over the spine. Patient noticed it yesterday. Patient charged ins about 4 days ago and it was fine. Patient then did another charge yesterday and noticed the implant was almost poking through the skin, like it turned. Patient denied any falls or trauma. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.